Manufacturer narrative:
Concomitant medical products: evolutpro-26-us valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected atrial events in the blanking period causing premature termination of mode switch. The device remained in use until it was removed due to a bi-ventricular ICD upgrade that had been previously scheduled. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.